Event description:
(B)(6) hospital north ICU med crit bipap cause of death. Recalled and nurses forced bipap on my brother after telling them hdnc was best per msk. He had wet cough and died in 10 minutes suffered from anoxia brain damage.